Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump showed signs of physical damage. The blood glucose reading was 511 mg/dl, for which the customer advised she had not yet treated. The customer stated that the device was broken around the reservoir compartment. She noted that when she put the reservoir it to lock it, it would turn so that the reservoir came out. She stated that she was driving when she noticed that the insulin pump was out and laying loose. She was unsure of how a piece had broken off of the reservoir compartment. She declined troubleshooting for high blood glucose and stated that she had manual injections. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.